Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's wife reported that the customer received an error message on their freestyle freedom meter and could not receive a reading. The customer took his normal diabetes medication. As a result, the customer lost consciousness and the paramedics were called. The paramedics treated the customer with an unknown medication to bring him to a state of consciousness. The paramedics transported the customer to a health care facility where he was diagnosed with severe hypoglycemia and was treated with unknown medications. There was no report of death or permanent impairment associated with this event.